Event description:
The customer reported that their two dxh800 instruments generated erroneous high eosinophils and low neutrophils results with suspect messages on one single patient on the same day compared to a morphological slide review. There was no death or injury attributed to this event and there was no change to patient treatment. This report was filed for the first instrument. The event on the second instrument was captured in MDR report # 1061932-2013-02450.

Manufacturer narrative:
Printouts provided indicated that both instruments generated erroneous low neutrophils and high eosinophils with instrument specific suspect messages on one single patient compared to a morphological slide review that was considered correct. All other differential parameters correlated with the morphological slide review. Service was dispatched. The field service engineer (fse) found the offsets were high and the count vacuum was exceeding operating limits on the dxh800 ((B)(4)). The fse replaced the check valve from the diff mix chamber resolving the diff issues. The fse also replaced the vacuum regulator resolving the count vacuum exceeding limits issue. While onsite and as part of incidental service, the fse replaced the diff preservative, lyse, and diff reagent. The fse also flushed the flow cell and dv and primed the vcsn. The fse completed an stm, sam, and probe wash collar alignment to verify instrument operation. The fse observed several patients on the second dxh800 ((B)(4)), but did not find any malfunctions. Upon recur; the failure mode related to laser offsets is likely to generate erroneous diff and retic results due to compromised voltage range. Upon recur of the failure mode related to the vacuum regulator; it is likely to generate erroneous wbc, plts, and rbc results due to an unstable count vacuum. (B)(4).